Manufacturer narrative:
. The customer¿s report of a spin collar crack and separation was confirmed. Visual inspection showed that the male luer spin collar was separated. There was no evidence of strain or cracks around the male luer tip but a 1.3 mm crack was noted at the base of the spin collar. No functional testing was performed due to the obvious damage. Dimensional testing confirmed that the male luer tip was within specification. The root cause of the crack and separation was not identified.

Event description:
The customer reported that the spin collar cracked and broke off at the connection to a small peripheral catheter in the left foot. The patient had been standing up in the crib and it is unknown if this contributed to the breakage. The reporter did not think any clamps or other tools had been used on the spin collar. The line became clotted while the nurse primed a new set; the IV was replaced. During the 10 minutes that it took to replace the IV the patient was unable to receive his continuous precedex sedation and maintenance fluids and became slightly more wakeful and active than expected. There was no lasting adverse effect.

Manufacturer narrative:
Corrected event facility.